Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon review of the remote transmission, non-sustained right ventricular oversensing was noted, the first episode was (B)(6) 2016. The implantable cardioverter defibrillator was interrogated. The oversensing could not be reproduced with normal isometrics or deep breathing. Programming changes were discussed and no intervention was performed. The patient would continue to be monitored. The patient was stable before, during and after the device interrogation.